Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that while navigating through the programmer profile screen, the programmer restarted and displayed an error. Power was cycled and the error cleared. The programmer remains in use. There was no patient involvement.